Event description:
This was a left-sided, lead removal case that was conducted in the cardiac catheter lab with both fluoroscopy and arterial line placement. Plan was to extract a total of 2 leads (unknown location of leads) originally implanted in 2003, due to an acute pocket infection. The physician attached a lld#2 to the distal tip of the 1st cardiac lead and began lasing with a 12f sls. Moving to the 2nd lead using a lld#1 and continuing to lase with the 12f sls, significant fibrosis was encountered and the physician up-sizing to the 16f sls with a 43cm visisheath. During the extraction of the 2nd lead a sudden drop in blood pressure was noted by anesthesiology. A sternotomy was performed and a perforation was confirmed, a svc perforation at the svc/ innominate juncture. The surgical attempt to repair the svc was made but was unsuccessful. The physician stated the cause of death was excessive blood loss into the pt's chest cavity. There were no devices retained for return analysis. Attempts (11/24 & 11/29) to obtain serial# for devices involved were unsuccessful, with the cath lab supervisor verbalizing to the spnc rep "the devices were disposed of and we don't have a serial# recorded".